Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced dizziness, could not move or function, and was throwing up. The cgm reading indicated 338 mg/dl at that moment but no fingerstick could be taken due to the symptoms limiting the patient. The patient was using a closed loop insulin pump during the event. The next day ((B)(6) 2025), around 12:50pm, the patient called the emergencies. At that moment the cgm was reading 238 mg/dl. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 461 mg/dl. The patient was brought to the hospital and when a fingerstick was taken there, the blood glucose reading was 600 mg/dl. The patient had diabetic ketoacidosis and was admitted into the intensive care unit (ICU). The patient was treated with intravenous insulin and had ¿all kinds of tests¿. The patient was discharged after spending 2 days at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.